Event description:
It was reported that the implantable pulse generator (ipg) was "not pacing with the qrs". It was also reported that the right atrial (ra) lead exhibited intermittent undersensing on stored electrograms (egm), with falsely classified termination of ongoing atrial arrhythmia. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the ipg was under pacing and all over the placed with pauses and patient was experiencing bradycardia with pacing below the set rate of the ipg and altered level of consciousness. It was also noted that the ra lead exhibited undersensing, noted on current and stored electrograms (egm), resulting in inappropriate atrial pacing and subsequent ventricular safety pacing, and false termination/lack of detection of atrial tachycardia/atrial fibrillation (at/af).